Event description:
Reporter purchased a roche accu-chek compact blood glucose meter in january 2003. Within about a week's time reporter began having trouble with the meter not turning on. This includes the on/off button, set button, and the mem button. Any of the buttons needed to be operated several times, up to 20 more, before the meter responded. This problem was intermittent, happening about 50% of the time. Sometimes it failed to turn on at all until after a long period of time when the meter worked as it should. It performed fine. Reporter called the tech support at accu-chek to report their problem and went through their solutions but to no avail. Reporter was sent a replacement meter but this second meter had the same trouble. Reporter was sent a third meter. It too had the same problem plus an additional problem of giving an error message, which was not "justified". Reporter was sent a fourth meter but the button problem still exists. Reporter has no way of knowing if any one else has a problem with their accu-chek compact meters. Reporter sent a note with the last meter reporter returned explaining the trouble and asking for a replacement but have not reveived one yet. Reporter likes the meter for its convenience and ease of use. The problem reporter has stated makes the meter an inferior product.